Manufacturer narrative:
Continuation of d10: ddmc3d4 ICD implant date: (B)(6) 2016 ; 5076 lead implant date: (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an impedance alert triggered for the right ventricular (rv) lead due to high and undefined defib coil impedance. It was noted that there were 2 instances of sudden increases in the rv defib impedance in (B)(6), and simultaneously there was an increase in pacing impedance in the rv tip-to-coil vector. A possible coil fracture is suspected. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the lead was inactivated and a replacement lead was implanted.